Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller called from MRI facility with patient present to request assistance with connecting to ins. Caller stated they've made several attempts before calling, but have been unable to connect to ins today. They keep getting 'no device found' message. Agent walked caller through connecting to ins. Confirmed correct app, connection between handset and communicator (not plugged into an outlet) and proper placement of communicator against implant site, but continuously getting 'no device found.' Agent suggested turning handset and communicator off for 30 seconds then turning back on, but caller stated they did that several times before calling without success. When asked, patient said they thought their settings were amplitude of 5.0 ma at program 7. Patient reported sometime in either (B)(6) 2024, they stopped feeling their stim and also not iced return of symptoms. Patient said they did not try to connect to ins when this happened. Last time patient connected to ins before today's attempt was about 6 months ago. Patient denied ever seeing a por message. Agent reviewed MRI scanning guidelines and suggested patient make follow-up appt with managing hcp for potentially depleted battery. Patient said their device was implanted in (B)(6) and they now live in (B)(6). Patient said they've been managed by a neurologist, but that if their device ever needed further evaluation they would refer them to a urologist. Agent suggested patient call back if they needed further assistance with locating physician after talking to neurologist.